Manufacturer narrative:
Manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report.

Event description:
It was reported this was an arteriotomy closure of a large-bore hole in the calcified right common femoral artery using the pre-close technique prior to a transcatheter aortic valve implantation (tavi) procedure. Reportedly, only one of the four needles came out of the prostar xl device. Needle backdown was performed prior to device removal. The tavi procedure was completed. Manual compression was applied to achieve hemostasis. There was no reported adverse patient sequela and no reported clinically significant delay in the procedure or therapy. No additional information was provided.

Manufacturer narrative:
The device was returned for analysis. A review of the manufacturing records identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no indication of a lot specific product quality issue. Based on the returned device condition, a conclusive cause for the reported difficulties could not be determined. Factors that may contribute to the reported failure to deploy/ fire the needles may include, but are not limited to, incorrect angle of deployment, change position of device during deployment, device orientation. Based on the information reviewed, there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.

Event description:
Subsequent to the initially filed report, the following information was received: it was reported this was an arteriotomy closure of a large-bore hole in the calcified right common femoral artery using the pre-close technique prior to a transcatheter aortic valve implantation (tavi) procedure. Needle backdown was performed prior to device removal. The tavi procedure was completed. Manual compression was applied to achieve hemostasis. No additional information was provided.